Event description:
Caller reported a continuous glucose monitor error with code 42. There was no reported impact to the customer¿s blood glucose level. Technical support provided detailed information for resetting the pump and guided the caller through the process. After the reset, the error did not reappear, and the caller was advised to wait 20 minutes before starting a new sensor session, which they acknowledged.